Event description:
It was observed that during the device evaluation, the subject device exhibited adhesive of the distal sheath lifting; the bending section had a detached distal end; and a tear and kink inside the instrument channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the lifting adhesive could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. A root cause of the detached distal end could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the bending section. A root cause of the tear and kink inside the instrument could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the instrument channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.